Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection revealed collar was separated and the ptfe was still holding the two ends together. There were multiple kinks along the hypotube. There were multiple flat spots along the distal shaft. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28jan2020. It was reported that device got bent. The target lesion area was located in the left anterior descending artery. A 145 guidezilla catheter-guide extension was selected for use. During the procedure, it was noted that the wire got bent. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported, and the patient was stable post procedure. However, device analysis revealed that the collar was separated.